Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the customer inserted the pump into case causing the cartridge to dislodge. Subsequently, the customer's blood glucose was 120 mg/dl. Customer changed the cartridge and insulin was resumed successfully.